Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a left cross-over femoral artery access approach during a procedure of the de novo ostium femoral artery the 6.0/30 mm absolute pro stent was implanted without issue. It was noted by the physician under fluoroscopy during post dilatation with a 5.0/40 mm balloon that the stent appeared to be a 6.0/40 mm and not a 6.0/30 mm as labeled. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.